Event description:
Hcp reported pt came for refill of pump - 12 cc residual was found. Care providers at home had not heard any alarms and printout did not indicate battery alarm through it was enabled. Device was refilled, reprogrammed and then alarm started - audible beeping and computer indicated "lo battery." Care providers are familiar with the sound of the beep of the pump and pt is very thin. Clinical assessment indicated pt had significant increase in tone but had experiened no withdrawal symptoms. Pump was replaced. Post replacement of the pump, pt is now getting good therapeutic results and care givers note that pt is much looser and easier to position.